Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resister. The device was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported the insulin pump had damage inside the reservoir compartment. Customer stated the ring is coming out loose as it had a crack in the ring circle. Blood glucose was 222 mg/dl as she had a sinus infection and that is why blood glucose was high. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.